Manufacturer narrative:
Clarification to b3: partial date of 2024 provided clarification to d6a: partial date of (B)(6) 2023 provided the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient's spouse reported "capsular contracture baker grade unknown". This record is for left side. The device remains implanted.